Event description:
I went to a new gyn to get my tubes tied and she recommended I get essure because it was easier than getting my tubes tied. She stated that it was nickle coils that will cause scar tissue to block the tubes, no side effects and no surgery needed and you can go back to work the next day. Sounded good being I was a single mom to 3 kids ( I played every sport imaginable) and had a full time job and a lot of over time. Made an appointment had it done (B)(6) 2009, worst mistake of my life. First I started having really bad back pain I had to leave work to go to the dr because I was feeling sick, weak and white as a ghost. That's when the sharp pain started on my left side. I was told I had a kidney stone and I should pass it. Went in for a check up, no more sharp pains in my back, so the dr said I probably passed it. I still had some pain in my back it wasn't the same. My mom and I went shopping a few days later and my back started hurting and it was starting all over but this time it was intense it made me sit on the floor in (B)(6) store. My mom took me to the ER and the ER doctor told me I had a huge kidney stone and he admitted me to the hospital and told me they were doing surgery in the morning to remove it. I told him they couldn't because I wasn't completely healed from getting the essure put in. But it had to be done. They gave me an IV with something that gave me a rash and the nurse said it was ok, I made her take it out of me. About a month after that my cycle started to get heavy and off track. My back was getting worse. In 2010-2011, I was in and out of the ER and gyns. They all just wanted to give me pain meds and some did exams and told me I was fine nothing was wrong and that it was normal at my age ( I was (B)(6) of 2010) that I was bleeding heavy and have back pains. I had a few gyns tell me I had endometriosis and needed a hysterectomy. All this time I just wanted the coils out (just tubes and coils). I was getting worse sharp pains in abs on left side way worse, nausea, no sex drive, no energy, depressed, anxious, angry, blood clots, pressure in my pelvis, I gained (B)(6) in less than a yr. Finally in (B)(6) of 2012, I woke up and could barely move, I called my mom to take me to a hospital in another town, on her way over I worked on getting up. They took xrays and mris and found degenerative joint disease and degenerative disc disease, disc bulge, pinched nerves, arthritis and protrusion. I checked up with a new family dr and I told him what was going on and he called a gyn and told him and he agreed to remove them. My cycles have went back to normal, no more pain in my abs. My back I knew was messed up. I still had numbing and tingling, sharp pains in my back, hips, knees, neck, and feet. I recently found out what the essure materials can do to you and told my doctor and since I have found a lot more effects it put on my body. I have a vit. D deficiency, osteopenia, joint disease in my neck, back, elbows, knees, high sugar, bone spurs. I just got more blood work and an emg done on my arm and leg on my left side. Im recently fighting for ssd because my bones, joints and nerves are so bad. (B)(4).